Event description:
It was reported that during use, during syringe change the device beeped and said stopped'. The reporter did not know how long the pump was stopped for. The pump resumed working the following day. Later that day, it was discovered that the subcutaneous site to the right arm of the patient had been accidentally pulled out. A new site was placed to the left arm. At this time the pump showed it was running at the current dose of 0.02ml/hour. Per the reporter, there were no patient adverse effects.

Manufacturer narrative:
D4: model, catalog, serial, UDI number unavailable. G5: 510k number unavailable. H4: device manufacture date unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be to a setting in relation to the site change reminder as having the setting enabled, as it will cause the pump to beep (or vibrate) as a reminder that it is time to change the tubing or access site, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. G1, email address: (B)(4).